Manufacturer narrative:
Concomitant medical products: c154dwk crt-d, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead remained in the patient, with the system which was no longer in use, and approximately six years later an extraction was attempted to make the patient magnetic resonance imaging (MRI) conditional. It was noted that during the explant attempt the proximal portion of the rv lead broke off completely and only a portion of the lead was explanted. No patient complications have been reported as a result of this event.